Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "balloon burst" was confirmed based on evaluation of the provided imagery. Available information suggests patient (calcification) and/or procedural factors (over-inflation) likely contributed to the event as the degree of calcium on the patient's leaflets were reported as "moderately calcified. Not bulky. Moderate-severe lvot calcium" and 3mensio imagery revealed calcification on patient's aortic root. It was additionally reported that +1cc of volume was added. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst.. The complaint for "difficulty or inability to withdraw system through sheath" was unable to be confirmed as imagery of withdrawal difficulty through the sheath was not provided. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the balloon was burst during deployment. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. Therefore, it is likely that these patient/procedural factors may have caused or contributed to the burst balloon during valve deployment. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a tranfemoral tavr procedure with a 26mm sapien 3 ultra resilia in aortic position. During the procedure, the commander delivery system balloon burst when the valve was approx. 90% deployed. The valve appeared slightly under expanded. The delivery balloon would not come back into the esheath. The physician attempted to clock and counter clock the commander to re-wrap the balloon but was unsuccessful. The esheath and commander was attempted to remove as one unit and the team got everything back to the right common femoral artery. The team then decided to have vascular surgery cut down and remove the system surgically. The patient was post-dilated with a 25mm true balloon.